Event description:
It was reported that during a follow up in clinic, electrograms (egm) of appropriate high voltage therapy events were not recorded. Abbott technical support was contacted and the egms were suspected to have been overwritten by the egms of other cardiac events due to the programming of the device. No intervention was performed. The patient was in stable condition.